Event description:
Chemotherapy tech was utilizing a bd syringe to withdraw rituxan from a vial and she noticed leakage from around the black plunger. Lot #6182677, exp (B)(6) 2021 for bd 60 ml syringe. Tech had to stop and discard rituxan to start compounding process over.